Event description:
It was reported that the 9800 system would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call . The system was tested, and found to be working as intended, and put back into service.